Event description:
The customer reported to their baxter sales representative (bsr) of two (2) occurrences where the tubing was pulled apart from the lower port of the clearlink duo-vent continu-flo set, product code 2c8541, lot number unknown, by the patient. The patient lost an unknown amount of blood from the recent occurrence. There was no patient injury or medical intervention necessary. The patient is in good status. The set was discarded due to contamination. No additional information is available.

Manufacturer narrative:
The set was discarded due to contamination. (B)(4)